Event description:
It was reported that a patient¿s device was implanted in (B)(6) 2003 and the patient ended up with a staph infection so it was ¿taken out right away.¿

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot # j0313925v, implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3487a-45, lot # j0313925v, implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type lead; product ID 7495lz10, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type extension; product ID 7495lz10, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2003, product type extension. (B)(4).